Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump had an air in line error that would not clear. This occurred during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available. H10: the device was received for evaluation. During functional testing, an 'air in line error can't be cleared' was reproduced. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.